Event description:
Pt developed dyspnea, stabbing chest pain and bright red flushing immediately after placement of catheter. Catheter removed and pt became asymptomatic. Catheter being placed for IV fluids in pt with hyperemesis.